Event description:
During a peg traction removal procedure, the tubing snapped apart leaving the internal retention dome inside the pt's stomach. It was not removed from the stomach. The peg was replaced with a mic-key low profile gastrostomy tube and the pt was discharged from the hosp to the care of family members. At home, the pt received a continuous enteral feeding tube for eight hours starting at 8:00 pm. The feeding was discontinued at 4:20 am by the family member who reported that at that time pt was doing well. The next morning at 11:00 am the family members found the pt unresponsive without signs of life. Ballard medical products has no first-hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.